Event description:
It was reported that the pt had return of tremor. Over the past 10 months, the pt's device had been reprogrammed 4 times. The pt stated that the hcp thought there was a loose connector. In 2008, the pt's device was reprogrammed and the pt's medications were doubled; resulting in tremor relief. The hcp reported that since the pt's neurostimulator (ins) was replaced in 2007, the pt had experienced breakthrough tremor; the pt required reprogramming every 6-8 weeks to address it. The pt had not experienced any incidents or falls. The pt was at home and her status was good. Movement did not cause the stimulation to change. When impedances were checked, some of the unipolar pairs were >2000 ohms; o-c, 1-c, and 0-1 ae were the only conductors with 'in range' impedances. The pt was programmed to c-1. An x-ray had been taken (date not reported) and was negative for any obvious breaks. They planned to do a CT scan within the next couple of days to check on lead location. There was some suspicion that the pt may have been programmed differently after the ins replacement due to open circuits and the current programming was not addressing her tremor as well as in the past for this reason. The hcp planned to work with the neurologist to get more history on the pt's impedances and programming. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.